Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, echocardiogram results revealed valve deterioration. The valve was explanted and calcification and a cuspal tear were noted. The valve was replaced with another medtronic valve with no further adverse patient effects reported.

Manufacturer narrative:
Product analysis/conclusion: the device history record could not be reviewed, as no serial number was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.